Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm.in 2009, the gore excluder aaa endoprostheses were explanted and a surgery graft was implanted to treat a unresolved proximal type 1 endoleak. The endoleak was attributed to a tortuous infrarenal aorta. The patient tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for the form were made by gore. Blank fields indicate that the information was not provided, was deemed unavailable, or was not applicable. Please note other device involved: pxc141200.